Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a pump error occurred. The customer was assisted with trouble. The error is recurring during normal pump use. The customer¿s blood glucose level at the time of the incident was 8 mmol/l. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will not be returned for analysis.